Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was received with normal operating currents. The pump passed the self test, unexpected restart and off no power alarm test. No moisture damage was found on the electronics, motor, battery tube or vibrator assembly. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they were unable to get insulin through the insulin pump properly. The customer reported that the numbers were ramping up and scrolling by its own. The customer's blood glucose was 400 mg/dl at the time of incident. The customer stated that the insulin pump might have got exposed to sweat. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.